Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a blood sample result that was typed as "o negative" on the pk7300 automated microplate system. This result was discrepant with the donor history, which was typed as "o positive" for multiple previous donations. The sample was retested as "o positive" on the same instrument and corrected reports were sent out. There was no death, injury, or affect to patient treatment associated with this event.

Manufacturer narrative:
An inspection was performed by a bci field service engineer (fse). All functions, alignments and dispense volumes were checked. No out of specification conditions or failures were identified. Reagent dispense checks were performed on (B)(6) 2010 and were all within range. Based on the investigation, testing, data, and batch record review the reagents were manufactured appropriately and are performing as expected. Investigation for the pk7300 instrument is still ongoing.